Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process." Samples were taken from the current production; the samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "(B)(6) 2018, in (B)(6) hospital of (B)(6), doctor in ccu dept. Found there was a bump on the tube during inserting, and the tube couldn't be inserted ". There was no report of patient harm or necessary medical intervention.

Manufacturer narrative:
(B)(4). Corrected data: lot#73e1700715, catalog# corrected to 5-12613, expiration date corrected to 05/24/2022, device manufacture date corrected to 05/2017. The customer returned one unit 5-12513 et tube, cuffed oral, spiral-flex 6.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the coils are damaged between the 26cm mark and the size identification mark. The tube was returned with the pilot balloon cut off. The returned tube appears used as there is biological material present on the device. The damage observed to the tube and the location of the damage is consistent with the patient biting the tube. Functional inspection was not required as a part of this complaint investigation. It was evident from looking at the damage to the returned et tube that it would not pass a functional kink resistance test. The instructions for use (IFU) for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "bump on tube found during insertion" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the tubing was pinched and the coils were offset between the 26cm mark and the size identification mark. The damage observed on the et tube is consistent damage that can be caused by pinching the tube with high force. The damage is located at approximately the point at which a patient's mouth would be during use, indicating that the damage was most likely caused by the patient biting the tube. A device history record review was performed on the spiral flex et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the location and the type of damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "(B)(6) 2018,in (B)(6), doctor in ccu dept. Found there was a bump on the tube during inserting, and the tube couldn't be inserted ". There was no report of patient harm or necessary medical intervention.